Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-04158, 2134265-2015-04157, 2134265-2015-03922, and 2134265-2015-03907. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, it was noted that the motor drive unit did not perform automatic pullback. A second and third unspecified catheter were used when the pullback failure happened. Also, it was noted that the procedure took longer. No patient complications were reported.